Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the up arrow button was sticking for several months. The reporter confirmed tha the keypad was intact but stated that the pump appeared to be in bad condition overall. The reporter stated that the patient wore the pump in a "waist-it" pouch and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored and the display lens was scratched. Also unrelated to the complaint, the pump paint was found to be peeling.